Event description:
As reported to coloplast, though not verified, patient experienced a corporeal aneurysm so their device was explanted and replaced.no other adverse patient effects were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.